Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited under-sensing which was suspected to be due to the device¿s programmed settings. Programming changes were performed to resolve the issue. There were no patient consequences reported.